Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Additionally, two photos were received from the field and appeared to show the device deformity. However, it could not be confirmed as there was no shape deformity during the returned device analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was interaction with cardiac structures (atrial septum) during deployment and there was no angulation or kink noticed in the delivery system. An 12f delivery system was used. Based on the information received, the cause of the reported event appears to be related to procedure conditions. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 30mm amplatzer septal occluder was chosen for implant using a 12fr amplatzer trevisio intravascular delivery system. During deployment, the left atrial disk remained compressed in a cobra deformation. There was interaction with the atrial septum. The deformed occluder was never released from the cable. A decision was made to replace the device with a 32mm amplatzer septal occluder. The replacement device was implanted in the patient. The patient remained hemodynamically stable throughout the procedure. There was no report of any adverse patient events.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.